Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test and verify no delivery alarm due to motor error alarm. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm followed by a motor error alarm on the insulin pump during basal delivery. Customer could not recall any significant events leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the motor error alarm and stated that he was unable to rewind the insulin pump. Because he could not rewind the insulin pump, he was unable to troubleshoot for the no delivery alarm. The blood glucose reading was 270 mg/dl. Nothing further was reported.